Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that during preventive maintenance (pm), a 1203 "low leak-co2 rebreathing risk" alarm error message was displayed on the screen. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested assistance with troubleshooting as the test circuit had the whisper swivel in place, and the exhalation port at the bottom of the device was clear. The air inlet filter was also fairly clean at the start of the pm. The remote service engineer (rse) advised the customer to replace the flow sensor assembly and provided the customer with the part number of the replacement flow sensor assembly for repair.

Manufacturer narrative:
H10: multiple attempts have been made on 18jul2024, 09aug2024, and 19aug2024 to try to obtain further information about this case regarding the evaluation and repair; however, no response was received from the customer, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.